Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports a split in the pump segment of this arterial bloodline. States that the split occurred close to the end of the treatment. Blood loss reportedly >100cc from the small amount on the floor plus the amount in the actual bloodline. The pt was stable during the event, no intervention was required. The line was changed and the treatment completed without further incident. The line had been used for 6 treatments prior to this event. The line is available for eval. A response letter and mailer have been sent to the customer. A medwatch form has been filed based on blood loss. This is 1 of 2 complaints from this facility.